Event description:
While testing the unit during a field service call, it was noticed that the attachment becomes hot. This was found during testing in a non sterile environment. There is no report of adverse consequence to the user or the customer.

Manufacturer narrative:
The product has been received, however, the investigation has not yet begun.